Event description:
It was reported that this patient with a pacemaker just had an implant procedure. It was noted at the post operative check, the device did a mode switch and then later the patient passed out however, the field representative does not think it is related. Technical services discussed the two-hour limit post lead attach where we cannot store events. It was noted there were no non-sustained ventricular episodes. At this time, the device remains in service. No additional adverse patient effects were reported.